Event description:
Checking c2 driver sn (B)(6) today and wouldn¿t pass the emergency battery test. The driver was plugged into an outlet for over 24 hours prior to checking. Upon unplugging the driver from wall power, it immediately triggers an emergency battery error that will not clear when plugged back into wall power. This same alarm was repeated upon a 2nd check as well.

Event description:
Checking c2 driver sn (B)(6) today and wouldn't pass the emergency battery test. The driver was plugged into an outlet for over 24 hours prior to checking. Upon unplugging the driver from wall power, it immediately triggers an emergency battery error that will not clear when plugged back into wall power. This same alarm was repeated upon a 2nd check as well.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one emergency batter error alarm. Review of the battery found a permanent fault code. Visual inspection of external and internal components found no abnormalities. Driver failed functional testing for acceptance at incoming inspection due to emergency battery alarms. Emergency battery was replaced with a known functional battery and driver passed all areas of functional testing without alarm or issue. Failure investigation for this complaint confirmed the reported issue. The complaint was replicated during functional testing; root cause of the emergency battery error was due to a depleted emergency battery. It is unknown what the root cause for the depleted battery is at this time. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.